Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 5 months after the dental implant was installed in intraoral region #30, it was verified its non- osseointegration. 35 ncm of primary stability was achieved and the implant was installed without immediately loading. Then, 2 months after the installation surgery, the implant was put to function. The patient presented bone type I.